Event description:
It was reported that, after powering on, a 980 ventilator generated a safety valve open message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se replaced the universal serial bus (usb). The se performed calibrations and extended self-testing on the device and all tests passed.